Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a power error detected. The customer¿s blood glucose during the incident was 13 mmol/l. Troubleshooting was performed. The customer had previously called to report a power error detected alarm. The alarm recurred within a week of troubleshooting the previous occurrence. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with operational currents within spec and passed self test and displacement test. Power error due to connector resistance issue electrical board.